Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose. The customer¿s blood glucose level was 400 mg/dl and 50 mg/dl. The customer was treated the high blood glucose with bolus and the low blood glucose with sweets. Customer also reported they received a change sensor alert after a calibration not accepted. The customer declined troubleshooting for high and low blood glucose. The sensor is expected to return.